Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a meniscus repair, the pin on which the ts of two fast-fix 360 are located did not go back and did not hook the second t. It is unknown if a back-up device was available. Non-significant delay occurred and no other complications were reported.

Event description:
It was reported that, during a meniscus repair, the pin on which the ts of two fast-fix 360 are located did not go back and did not hook the second t. It is unknown if a back-up device was available. Non-significant delay occurred and no other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that in device 1 the suture and both anchors were not returned. The needle overmold assembly was bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. In device 2 the suture and both anchors were not returned. The needle overmold assembly was bent. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed in both devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, two (2) fast-fix devices failed in the same way, the pin in which the ts are located did not go back and did not hook the second t. All t1s were removed by pulling them out. The procedure was converted to a meniscectomy. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4)..